Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported issue could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The harness was observed to be deformed because of the pulling maneuvers by the user after the complete clip detachment (ccd). Based on information reviewed, the knot in the lock line resulted in difficulty to remove the lock line, which in turn resulted in the detachment of device component (ccd/remains on gripper line) and subsequent difficulty to remove the clip delivery system from steerable guide catheter. A definitive cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficult lock line removal, complete clip detachment and difficult removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully. A second clip was advanced to the mitral valve and the clip was placed lateral to the first clip; however, during deployment the gripper line was pulled instead of the lock line. The lock line could not be removed, a knot was suspected. The clip was deployed and once the clip deployed the lock line was able to be removed; however, the clip completely detached from both leaflets and remained attached to the gripper line. The clip, using the gripper line, was held against the tip of the steerable guide catheter (sgc). The cds, sgc and clip were removed together. Mr was reduced to grade 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.